Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the pt's pump was aspirated, and 5.5 mls was expected. Approx 30 mls of morphine was injected. Continual aspiration was done to check needle position. No untowardly problems were noted, however, the pt began to complain of itchiness over the pump site and was light headed. All morphine was immediately withdrawn from the pump. Leakage of 3.5 mls was indicated. The pt was observed for 1 hour. The pt was alert and orientated, but still felt light headed. The pt returned later that afternoon for another attempt at a pump refill. This time, the needle was inserted, and the position was checked by refilling with n/saline followed by aspiration. The pump was then refilled with "morphine sulfate/n saline (9mg/ml conce) x 5mls". The pt was observed for slight itch. A further 10 mls was injected after 10 minutes. The pt complained of increased itching, but was not drowsy. The pt was observed for a half hour, and no increase in itching or drowsiness was determined. The pt was discharged. Later on (B)(6) 2011, the pt continued to experience episodes of feeling light headed without itchiness. The pump was explanted and replaced approx 2 weeks later. May 9 2011: it was further reported that the doctor suspected that the refill port was damaged and/or faulty; and a pocket leak occurred. The leakage was suspected because of infill/withdrawal volume differences. No surgical intervention occurred in regard to the catheter. The pt had recovered without sequelae following the pump replacement. It was noted that the pump has/will be returned to the MFR for analysis. Add'l info will be provided in a follow-up report as it becomes available.